Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous proximal left anterior descending de novo artery that was 80% stenosed. The lesion was pre-dilated using a 1.5x12mm and a 2.0x12mm mini trek balloon at 8 atmospheres. The 2.50x28mm rx xience xpedition stent was implanted at 10 atmospheres (atm) and a dissection occurred on the distal end of the stent. A 2.5x18mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.